Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 381 mg/dl. Troubleshooting was performed and the insulin pump alarmed. It was stated that the amount of insulin in the status screen does not match the amount of insulin left in the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.